Event description:
The nurse reported a very loud bang came from the system during surgery. The illuminator port one went off. The nurse then moved the illuminator probe to port three. The surgery was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the illuminator module. The system was then tested and met all product specifications. The illuminator module has been rec'd and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).